Manufacturer narrative:
Sensor replacement alert was first presented to the user on (B)(6) 2026. Based on escalation analysis, a sensor replacement was issued, and the device was requested for further evaluation. In-house testing of the returned sensor showed that the sensor was chemically underperforming. A review of the in vivo sensor data from data management system (dms) showed the consistent finding. This is indicative of oxidation of the glucose-indicating component in the sensor hydrogel, and the system correctly disabled the sensor due to performance failure. The user was provided with a sensor replacement as part of the resolution.

Event description:
Senseonics was made aware of an incident where the user experienced early sensor replacement alert which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.